Event description:
It was reported through the filing of a lawsuit that allegedly on or about (B)(6) 2023, the patient underwent left total hip replacement. It is alleged on or about (B)(6) 2023, he stood up from a seated position, heard a loud pop on his left hip, felt immediate pain and was unable to bear weight on his left leg. He was transported to the hospital where he underwent emergency hip reduction which allegedly was unsuccessful. It is alleged since that time, the patient continuously dislocated his hip while engaging in normal daily activities. This pi is for the continuing dislocations after failed reduction.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.